Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the debris in the objective lens is cause not established and the most probable cause of the scape at dented distal end, fiber breakage and low light transmission is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dents on distal frame edge, broken fiber, minor debris in the light guide lens and low light transmission. There was no patient involvement.